Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device the device history records DHR revealed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reports in an event in (B)(6) as follows: for fixation of surgical neck of humerus a multiloc humeral nail was used. During the surgery the drill bit interfered with the proximal side hole. There was no interference at the distal hole for temporarily fix with the drill bit. The surgeon had a pre-surgical check with these devices. The surgery was completed with a 10-minute delay. This report is 1 of 1 for (B)(4).